Manufacturer narrative:
Model number/catalog number: sc-8336-50. Serial number: (B)(4). Batch/lot number: 7028597. Model/catalog description: coveredge 32 surgical lead kit 50 cm.

Event description:
A report was received that the patient was not getting an adequate pain relief. The patient underwent an explant procedure.